Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged unspecified e/a alarm, power loss alarm and charge/battery lasts less than expected. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked keypad overlay and pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. In further full review in the pump history, these battery related alarms were found: low battery alarm on (B)(6) 2021 at 20:46:00, replace battery alarm on (B)(6) 2021 at 06:17:00, replace battery now alarm on (B)(6) 2021 at 06:48:00, 06:58:00, power loss alarm on (B)(6) 2021 at 08:50:52, device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement, and active current measurement. No unexpected low battery, replace battery, replace battery now, and power loss alarms during testing. In summary, insulin pump passed required testing. Customer alleged for charge/battery lasts less than expected was not confirmed. Customer alleged for power loss alarm was confirmed. Customer alleged for unspecified e/a alarm was confirmed due to low battery, replace battery, and replace battery now alarms. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected power loss. The customer reported that the insulin pump had low battery and there were no alerts in the history but the insulin pump just turned off. Troubleshoot for low battery was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.